Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose was 597 mg/dl. The customer was treated with the insulin pump. There was insulin flow blocked alarm and found that the infusion set cannula was bent. The auto mode was active. The troubleshooting was not mentioned for the high blood glucose. The insulin pump will not be returned for analysis.